Event description:
Boston scientific received information that following an unrelated surgical procedure, this right ventricular (rv) lead and pacemaker exhibited low out of range pacing impedance measurements less than 200 ohms resulting in activation of the lead safety switch (lss) feature. Additionally, varied threshold measurements and loss of capture (loc) was observed. Lead insulation was suspected. An invasive procedure was performed. The lead was explanted and replaced. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.